Manufacturer narrative:
Since a serious injury resulted, this event is reportable per 21 cfr part 803. We will continue to track and monitor the trend.

Event description:
It was reported that a drill sleeve would only go so far, and it appears that something was broken inside. The drill could not be used, and the implant was placed with a non-guided approach. After assessing the implant position, the angulation was not accurate enough and the implant was removed. This report is for the dental implant.